Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported via a friend of the patient that the patient felt their diagnostic implantable cardiac monitor (icm) had moved during an MRI. Follow-up with the patients clinic revealed the patient had not discussed the issue with the physician and the patient has been seen in office and remotely transmitted several times since the date of the complaint. The device remains in use and is functioning normally. No patient complications have been reported as a result of this event.